Event description:
It was reported to philips that a geometry restart error occurred due to a weak power supply and cabling on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo io box, upgraded the software, and stabilized the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).